Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 151 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter it was determined that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during infusion.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.